Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead with a different model was implanted. No additional adverse patient effects were reported. Additional information was received that this lead exhibited high pacing thresholds and out of range pace impedance measurements greater than 3000 ohms. No additional adverse patient effects were reported.